Manufacturer narrative:
Use error: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the date was inaccurate on the pump. Reportedly, the customer may have accidentally adjusted the date, but customer was unsure. In addition, it was reported that a minimum fill notification occurred when the customer reloaded the same cartridge. Customer did not know how much insulin was in the cartridge. Reportedly, a new cartridge was filled and loaded successfully.